Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: 29-jan-2024. Section h3: device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Product evaluation was performed under magnification. The complaint device presented with the lens stuck in the cartridge. The haptic could not be observed inside the cartridge and could not be removed without damaging the lens or cartridge. Viscoelastic residue was observed; however, it was not evenly distributed indicating that an inadequate amount may have been used which may have contributed to the complaint event. The lens module was inspected and presented with no issues. The handpiece assembly was inspected and presented with no issues. The complaint issue of haptic damaged was not confirmed during product evaluation. The other issue observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic was bent the wrong way when inserting the preloaded monofocal intraocular lens (iol). The customer reports that the iol came into contact with the patient's eye. Current patient status is fully recovered. Through follow up we learned that the iol was not fully inserted into the eye before the surgeon retracted the lens. No interventions outside standard of care were required. No further details were provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: not applicable, as the lens was not implanted. Section d6b: if explanted, give date: not applicable, as the lens was not implanted. Section e1: telephone number: (B)(6). Section h3: other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
In the report submitted feb 7, 2024 ((B)(4)), an incorrect catalog number was inadvertently submitted. This report contains the corrected catalog number. Section d4 - catalog #: dcb0000240. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.